Manufacturer narrative:
The following devices were also listed in this report: triathlon mb patella pa a35; cat# 5554-l-350; lot# efjtx, triathlon p/a cr beaded #4r; cat# 5517-f-402; lot# ec89r, tritanium bplate triathlon s5; cat# 5536-b-500; lot# ctd2910. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient is experiencing pain and would like to know if implants are part of recall.

Manufacturer narrative:
An event regarding an inquiry where the patient is experiencing pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined as insufficient medical information was provided. Further information such as x-rays,medical information and patient history is required to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is experiencing pain and would like to know if implants are part of recall.